Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact but the "up, "down" and "ok" keypad buttons were under responsive to user presses. The keypad was removed to inspect under its contact buttons and there was no contamination found. The pump was opened and moisture damage was found on the keypad flex connector and the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok/enter buttons were under-responsive and that moisture was located in the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.